Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, about 8 days after implant, the patient¿s therapy wasn¿t working as well, they had a loss of therapy. Their healthcare provider did imaging, and found that the implanted devices had disconnected. The patient told their healthcare provider that they had not had any falls. The patient¿s system was revised on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.